Event description:
Customer reported a low blood sugar episode of 22 mg/dl where the paramedics were called for assistance. Customer stated that he had run low blood glucose of 69 mg/dl the night before and had treated with ice cream, nuts and crackers. Customer stated that he had been experiencing a lot high and low blood glucoses and is tolerating lows well. Troubleshooting shows that the insulin pump passed all testing and insulin delivery is fine. Customer's blood sugar at the time of call was at 555 mg/dl and states that he had treated for the high glucose by bolusing with the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.